Manufacturer narrative:
The report of failure to capture was not confirmed. There were no anomalies noted on the device¿s header, welds, tip, and ring connectors. The device was tested on the bench, and no anomalies were found.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker change procedure. While removing the device from the pocket and manipulating the leads, the electrogram exhibited a long pause. The physician then capped and replaced the right ventricular lead during the procedure on (B)(6) 2020. It was also suspected that the event may be related to a pacemaker header issue. The procedure was completed without further incident. The patient was reported to be in stable condition following the procedure. Related manufacturer reference number: 2017865-2020-03787.